Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends.

Event description:
It was reported that on the patient¿s first day of treatment, the patient¿s blood pressure went up and she went to the emergency room (ER). The patient started using the device around 9:30am and by 4:00pm, the patient¿s blood pressure was 175/111. The patient then went to the fire station where her blood pressure was over 200. At this point the patient was taken to the ER. At the hospital they did blood work and the patient¿s blood pressure was taken every 15 minutes. The patient contacted her primary care physician and surgeon and was awaiting a call back. The patient noted that her blood pressure was still high at 134/95. It was later reported that after speaking with both doctors, neither was able to determine the cause of the patient¿s blood pressure issue and whether it was related to the device. The patient stated that she still may wear the device but was trying to get her blood pressure regulated first. No additional patient consequences/ further information has been reported. The spinalpak assembly was not returned for further evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that on the patient¿s first day of treatment, the patient¿s blood pressure went up and she went to the emergency room (ER). The patient started using the device around 9:30am and by 4:00pm, the patient¿s blood pressure was 175/111. The patient then went to the fire station where her blood pressure was over 200. At this point the patient was taken to the ER. At the hospital they did blood work and the patient¿s blood pressure was taken every 15 minutes. The patient contacted her primary care physician and surgeon and was awaiting a call back. The patient noted that her blood pressure was still high at 134/95. It was later reported that after speaking with both doctors, neither was able to determine the cause of the patient¿s blood pressure issue and whether it was related to the device. The patient stated that she still may wear the device but was trying to get her blood pressure regulated first. No further information was provided.